Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a philips CPAP device's sound abatement foam. The reporter alleged of having dizziness and/or headache. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Manufacturer narrative:
Additional information pulled from duplicate ra ref. 315183810 on 07/29/2025 additional information was received from long text and device info, section h11 should be reported as: the manufacturer received information from customer in reference to a rep dreamstation auto bipap with the reporter alleged of having dizziness, headache exhaustion and shortness of breath. No additional information can be requested at this time. There was no report of serious injury or harm. There is no medical intervention was specified. The device has been returned to the manufacturer. At this time, no further investigation can be requested. If any additional information is received, a supplemental report will be filed. Box a, d, e, g and h was updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness and headache. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device's downloaded logs were reviewed by the manufacturer. There was no error found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation.